Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Medwatch report 2 of 2 (sensor): 3004209178-2011-80803.

Event description:
It was reported that the customer was hospitalized due to hypoglycemia, with a blood glucose reading of 40 mg/dl. The customer stated that prior to the event, he had over bolused and had too much activity at the time. Nothing further was reported.